Event description:
It was reported by service report that the head of the stretcher slowly drifts down. The customer could not determine whether there was pt involvement or if adverse consequences occurred.